Manufacturer narrative:
The device was evaluated by olympus. During inspection and testing of the returned device, an "e105" lamp error occurred; the cause was assigned to a defective light emitting diode light source unit. Additional evaluation findings are as follows: 1.) Worn light guide connector; 2.) Corrosion on rear panel; 3.) Dust and corrosion on the chassis and led unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model otv-s200, visera elite ii video system center to olympus for repair due to a report that an error message occurred that stated to "contact olympus." There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, the error "e105" occurred. This report is submitted due to the "e105" error, found during the evaluation of the returned device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed error code e105 caused by a defective led unit light source. The specific root cause of the defective led unit could not be determined at this time. According to the instruction manual, section 10.2 "troubleshooting guide" states: ¿code: e105. Error message: lamp intensity error. Possible cause: the lamp of the video system center malfunctions. Solution: immediately turn the video system center off and turn it on again after a while. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus.¿ olympus will continue to monitor field performance for this device.